Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an error alarm on pump. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer was assisted in clearing the alarm. The customer states the pump was not exposed to a high magnetic field. The customer was assisted with troubleshooting, but did not resolve the issue. The customer decline to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted during testing. The motor was tested outside of the device and passed. No unexpected motor anomalies noted during tested. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.